Manufacturer narrative:
The drive link was loose on blade mount base. There was no component failure identified that caused the leaking/substance event.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating and an unknown substance was leaking from the tip. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating and an unknown substance was leaking from the tip. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.